Event description:
It was reported to hamilton medical ag that: "error code tf 9953, 9957, 9960". No patient was involved. No medical intervention, no harm to any patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.